Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer tried a fresh battery and also changed his infusion set. Basal delivery seems to be working fine and it alarms the customer whenever it's time to bolus. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).